Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was having surgery to go from the advanced evaluation (stage 1) to the stage 2 implantation of battery to the implanted lead. While the physician was sliding the boot away from the lead extension it was noticed that the insulation was pulled back away from the proximal end of the lead where it connects to contacts on the lead's proximal end. The bare wire was exposed, and the insulation would not retract back over the exposed wires. The physician opted to change the lead by explanting the lead used for the advanced evaluation (stage 1) and implanting a new lead, connecting the new lead to an implantable neurostimulator (ins) completing the full implant. The patient had a good therapy result post op with stimulation felt in the vaginal area. Surgical intervention was performed and lead was explanted completely. The lead will be returned. No diagnostics performed because there was nothing to be done. The issue reported was resolve at the time of this report. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported that the cause of the lead being pulled away was unknown. The rep restated that the insulation pulled away from the lead. It was noticed as the surgeon retracted the boot from the lead extension. Product was returned.

Manufacturer narrative:
Analysis of the lead lot number va1l3my revealed that the butt joint of the outer insulation was separated at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. F information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.